Event description:
It was reported by the rep that the devices were used during an open bowel resection procedure. The surgeon attempted to staple the bowel and on each attempt it would fire on the first load (prepackaged load) yet each subsequent reload would not fire. The scrub tech opened and tried several reloads in each of the cutters to no avail. Several cutters were opened to finish the case the final anastomosis was hand-sewn rather than stapled. The or time was extended by thirty minutes.